Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That a streamline bloodline set for dialog+® (material # sl-2010m2096a, lot # 0061945702) was used during a procedure performed on an unspecified date. According to the complainant, the plastic piece that sits down in the venous line in the chamber was broken and floated to the top during priming. The complaint devices is not available for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photograph, it was identified that the slim filter was not assembled correctly within the chamber of the venous line. Based on the data from the investigation, the reported defect was confirmed. A possible cause to the reported incident could be due to operator error not assembling the part correctly. This slim filter is a push fit during processing and the operator is responsible to attach this filter correctly. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.